Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system continu-flo solution sets were involved in over infusion events. As part of an evaluation of a baxter infusion pump, testing was performed on an unspecified quantity of clearlink system continu-flo solution sets. During flow accuracy testing, over infusion was observed at higher flow rates. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including, clamp functionality, priming, pressure, dimensional, and clear passage under water testing; and the device and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.